Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the flex video scope experienced a blurry lens issue. The issue was found during an unspecified diagnostic procedure that was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9, h2, h3, h6, h11 the device was returned to the regional service center for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: dirt on lens. Based on the results of the investigation, the alleged failure [blurry lens] is due to contamination of device by foreign material. Olympus confirmed foreign material was present within the device, however, the type of the material or root cause cannot be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.